Event description:
Reporter indicated that diagnostic testing on a vns pt resulted in high lead impedance. X-rays were reviewed by the manufacturer, and a gross discontinuity was identified. Revision surgery is likely. Good faith attempts for add'l info have been unsuccessful to date.

Manufacturer narrative:
Results: review of x-rays by the manufacturer revealed a gross lead discontinuity. Conclusion: device failure occurred, but did not cause or contribute to a death or serious injury.